Manufacturer narrative:
E1. Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured. The device was removed using normal method without any problem. The procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.